Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. Analysis was unable to confirm weak battery alarm and unexpected battery out limit alarm due to blank display. The insulin pump had cracked reservoir tube lip and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was water under the lcd screen. The customer's blood glucose was 137 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer stated that the insulin pump was dropped and got exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.